Manufacturer narrative:
B.3.: unknown; no information has been provided to date. E.1.: initial reporter phone: (B)(6). H.3.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device became dry and was unable to inhale or draw an air through. The event occurred after using. There was a patient involvement, but no patient injury reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.